Manufacturer narrative:
The initial MDR 2432235-2017-00418 was filed on july 12, 2017. Additional information (06/22/2017): a siemens customer service engineer (cse) was dispatched to the customer site. The cse carried out a total service call and verified proper aspiration and dispense functions for the wash separation manifold. The cse cleaned the luminometer and checked the dark counts with cuvettes, which were within specifications. The cse verified the acid and base dispense volumes, cleaned the probes, verified the probe positions, and adjusted the cuvette bottom positions. The cse also verified the vacuum level and confirmed that there was no fluidic leak or air in lines. The cse cleaned the wash ports and verified proper functioning of ports draining and reagent rocker and thermals. The cse performed empty and refill cuvettes operation and the customer ran quality controls, which were within acceptable ranges. The cause of the discordant, falsely elevated cardiac troponin I result on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required. Corrected information (07/14/2017): the initial MDR stated that the repeat results of 0 ng/l were reported to the physician(s). Corrected information has been received stating that the customer released a result of <6 ng/l to the physician(s).

Manufacturer narrative:
The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated several times on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2017-00418 was filed on (B)(6) 2017. The first supplemental MDR was filed on (B)(6) 2017. A siemens headquarters support center (hsc) specialist reviewed the service report. The hsc specialist stated that the actions taken by the siemens customer service engineer confirmed that the system was performing within specification and no system malfunction was found. The low range relative light units for cardiac troponin I assay is close to the cutoff threshold. This makes it sensitive to the low range discordant results. The discordant results are usually found to be system related or related to the sample quality. In this case, the issue could have been due to the sample quality. This issue could not be reproduced and therefore, the cause could not be determined.